Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient from the cobas 6000 e 601 module. The initial result was <0.5 iu/l and was reported outside of the laboratory. Two weeks later on (B)(6) 2018, a new sample was drawn and the result was >10000 iu/l. An ultrasound was performed and showed the patient was more than (B)(6) pregnant. There was no allegation of an adverse event. The reagent lot number was 248675. The expiration date was provided as "09/2018". The customer was not using the recommended rack adaptors for primary 13 mm tubes. The investigation was unable to find a definitive root cause.